Event description:
During a pulmonary vein isolation procedure using a tacticath quartz ablation catheter, st elevation occurred. During the procedure, (B)(6) noted the patient became hypertensive and st elevation was present on EKG. A code was called and cardiac catheterization was performed without intervention. The patient's blood pressure soon normalized and the st returned to baseline. The patient was hospitalized for observation and discharged three days later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported ECG st changes was unable to be confirmed and remains unknown. Per the IFU, coronary artery events are a known risk with the use of this device.